Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Event description:
It was reported that a continu-flo solution set leaked during patient infusion of magnesium sulfate (non-baxter product). The reporter indicated that the leak appeared to be coming from one of the two injection ports; however, the exact port was not identified. The reporter stated that no defects were observed on the device that may have been the source of the leak. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation spiked into a 50ml non-baxter 2g magnesium sulfate solution bag. A visual inspection and functional leak testing were performed. When the set was spiked into a 1000 ml solution bag of distilled water and checked for leaks it was identified that there was a leak at the bottom y site gland and housing area. The cause of the leak is unknown. If additional relevant information is obtained, then a follow-up MDR will be submitted.